Manufacturer narrative:
The insulin pump was received with intermittent button response because all of the buttons from the dome switch were flattened. The unit had a cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer was experiencing trouble with the buttons on her insulin pump. The customer stated that once in a while when she enters in the levels into the insulin pump, the keypad does not respond. The customer's blood glucose was 160 mg/dl. The customer said she did not recall any significant events leading up to the keypad issues. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.